Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected to exhibit atrial undersensing. Boston scientific technical services (ts) was consulted and further evaluation was recommended. No adverse patient effects were reported. At this time, this device remains in service.